Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose. The customer also reported that he experienced delayed button response. The customer's blood glucose was 500 mg/dl at the time of incident. The customer mentioned that he had high blood glucose of 600 mg/dl during the keypad anomaly issue. The customer stated that he treated his high blood glucose with manual injections and by giving bolus. The customer stated that his blood glucose went low of 50 mg/dl after treating the high blood glucose. The customer stated that he treated the low blood glucose with soda and food. The insulin pump will not be returned for analysis.